Manufacturer narrative:
E7156 exalt dscope 02 clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A (B)(6) year-old female patient (B)(6), enrolled in the exalt dscope 02 study, had a reported adverse event of post endoscopic retrograde cholangiopancreatography (ercp) abdominal pain on (B)(6) 2021. The patient underwent a successful ercp completed with an exalt model d single-use duodenoscope on (B)(6) 2021 for clearance of pancreatic duct stones, removal of pancreatic stent(s), and balloon dilation of pancreatic strictures. On (B)(6) 2021, the site reported that the patient had post ercp abdominal pain. The patient was hospitalized on (B)(6) 2021 to treat the abdominal pain. The site also reported that the patient was treated with pain medication and fluid intake. Treatment medications included hydromorphone 1 mg, acetaminophen 650mg, hydromorphone inj 0.5mg x2, ibuprofen 600mg, lactated ringers 1000ml x2, ondansetron 4mg, potassium chloride 10meq and 40meq. Famotidine 20 mg. The site stated that the patient has been in the emergency department four times since the ercp procedure performed on (B)(6) 2021. As of april 28, 2021, the event has not resolved. The principal investigator (pi) assessed this adverse event with a mild severity. The pi assessed the relationship as possibly related to the ercp procedure, and possibly related to the exalt model d single-use duodenoscope. There were no device malfunctions reported during the ercp procedure.